Event description:
Upon additional follow up, the patient¿s pd registered nurse (pdrn) reported it could not be confirmed in medical records if hernia was pre-existing to the start of pd therapy.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and this patient¿s hernia requiring a repair procedure. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The exact cause of this patient¿s hernia could not be confirmed; however, the formation and exacerbation of hernias during long term pd therapy are well-known non-infectious complication with multiple potential causes and/or contributors. In the absence of a definitive source confirmed by a medical professional, the cause of the patient¿s hernias cannot be determined at this time. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event and/or serious injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had the first treatment since having surgery. The peritoneal dialysis registered nurse (pdrn) stated being aware and has been following up with the patient for clinical evaluation as needed. The pdrn further stated the patient was supposed to be using the cycler, but found that the patient had not been and was only performing manuals after being discharged from the hospital. Upon follow up, the patient¿s pd registered nurse (pdrn) reported this patient underwent a planned outpatient procedure for a hernia repair. The exact type of hernia was not specified, yet it was reported it presented as a ventral bulge superior to the umbilicus and may have been an umbilical hernia. It was reported the patient was experiencing drain issues during ccpd therapy on the liberty select cycler at home prior to this procedure. The patient was not hospitalized for this event and fill volumes were temporarily decreased following the procedure (exact volume unknown). It was confirmed the patient¿s hernia and the associated outpatient procedure for repair were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has fully recovered from this event and continues ccpd therapy on the same liberty select cycler at home with no further reported adverse events. The patient has returned to full fill volumes per the prescription approximately one week prior to this follow up (exact date unknown).